Event description:
Hcp reported that the pt, implanted with an el synchromed infusion system, had the pump refilled in 2003. Sometime after the refill the pt became unresponsive at home and was transported to the hospital where the drug was removed from the pump and analyzed for concentration. Morphine was the primary drug programmed, 25 mg/ml at 15.9 mg/day with flow rate of .64 mls in 24 hours, included in that morphine was baclofen 163 mcg/ml at 104 mcg/day. The report came back that the actual morphine concentration was 1400 mcg/ml or 1.4 mg/ml and the actual baclofen concentration was 1900 mcg/ml. The pt is currently at home and doing well, the hcp is planning on refilling the pump again 2 months later.